Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tesh, implanted:(B)(6) 2015, product type: lead (B)(4), ludvia1 (B)(6) 2015: the correct manufacturing site ID is (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient felt like her bladder was totally full but when she tried to void, nothing came out. The patient had ms and received the device for retentions. There was no known accident or incident related to the event. There were no falls/trauma, no changes in dietary/fluid intake and no urinary tract infection. The only thing that the patient did differently was fly. The patient¿s original setting was at 1.1 v and she increased it to 1.3 v right after implant as she was not experiencing symptom control. The patient was later told by her health care provider (hcp) not to increase her settings. Information that was later reported was unclear. The hcp was ¿mystified by the report¿ due to fact that the patient denied any difficulty voiding or having any problems. The patient had a 50% or greater symptom reduction. The patient had menstrual cramps. The patient did not experience a loss of therapeutic effect and recovered without permanent impairment.